Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a device evaluation after receiving an inappropriate shock for svt. The patient was in af with rapid ventricular response. Myopotential oversensing was observed. The oversensing was unable to be reproduced with pocket manipulation and isometrics. Programming changes were recommended. The patient was in stable condition.

Event description:
New information received notes that programming changes were made to address the myopotential oversensing. Non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were made. Patient was fine.